Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced data error-report error. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was not performed, the customer reported that issue with pump upload with traces. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-7333.

Manufacturer narrative:
We were unable to do any testing as this is only pump trace request and not any issue in carelink application. We tried to fetch the traces from carelink database but found that the user had latest upload made but did not find pump trace available. Issue description: pump traces requested for investigation. Uploader version 3.11 was installed and 3.12 installer was downloaded it. There is no information about data uploaded or traces requested in the attached log. Unfortunately, there is no evidence in log control-code was previously set on "history with long and detailed traces" in order to generate traces as customer requested in order to generate traces, we need to setup control-code correctly and perform another upload but helpline confirmed that "the pump is not longer available". Issue is unknown. To assist with resolving this issue, we requested the helpline support team to enable the control code again and perform another upload for this user. However, they confirmed that they do not have the option to upload data for this user. As a result, they have requested the closure of the ticket. The software has successfully adhered to the specified requirements and performed as expected, in accordance with the software requirement and specification document referenced below under "sw requirement doc." Helpline did confirm to close the ticket as they do not have any option to upload data for this user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.